Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported device damaged by another device and migration (partial clip movement) appear to be related to procedural conditions, and due to the troubleshooting performed to release the second clip from the chordae, causing migration of this first implanted clip. Image resolution poor is related to patient and procedural conditions associated with difficulties visualizing the clip due to the patient anatomy (dilated heart). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet and dilated heart. A first clip, a mitraclip xtw (50915a2111), was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw, (50908r1013) was then inserted and placed next to the first clip. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting to remove the clip from chordae was performed, and the clip was removed. However, while troubleshooting, the first clip, mitraclip xtw (50915a2111), partially detached from the anterior leaflet and remained fully attached to the posterior leaflet (partial clip movement). To stabilize the first clip, the second clip was repositioned medial to the first clip, and deployed on both leaflets. It was noted that difficulties visualizing the clips occurred during the procedure.